Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 069 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: a review of the pump¿s black box revealed cs 087 alarms. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The keypad is unresponsive upon start up and the ¿cs069¿ was unable to be adequately investigated. The keypad rubber was undamaged and the keypad was removed and there was no contamination or damage found to the key¿s contacts. Unrelated to the original complaint, the pump¿s cover was removed and there was moisture corrosion found to the keypad flex connector. Additionally, the pump powered on to dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).